Event description:
"I always had pain after my surgery and told my surgeon which always said don't worry its anything." So years went by then I went to the ER because of serious life threatening pain. I had a CT scan and found out that they had cut a nerve. Now I have health problems, so I'm having to get trigger injection shots for the rest of my life.